Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient was doing well and would continue to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room for communication fault alarms. Upon arrival, the pump appeared to not be functioning and was off for approximately 3 hours according to the ventricular assist device (vad) coordinator. The patient was borderline hypotensive, placed on a heparin drip but otherwise stable. The patients last international normalized ratio was subtherapeutic, yet their hemodynamic status proceeded to decline. An aline set up was prepped and pressors were on standby. Log files were submitted for review. The event log captured loss of left ventricular assist device communication. On (B)(6) 2025 both communication a and communication b were out from 09:42 to the end of the log. The log also captured electrostatic discharge (esd) events on (B)(6) 2025 at 09:48, (B)(6) 2025 at 09:44 and 11:06. During these events the pump was off for approximately 4- 5 seconds during this reset. Two of the 3 previous pump resets (all of which were likely due to esd) occurred right around 9:45 in the morning, with these two also occurring while the patient was on the mobile power unit (mpu) power. This final event also occurred at 9:45 in the morning while connected to mpu. Upon further review from medical staff, it was decided that the patient was too high risk for pump replacement. The decision was made to attempt to restart the pump. Patient was on heparin infusion, and an additional bolus was administered and allowed to circulate for several minutes. Then a secondary system controller was prepared with a new modular driveline. The controller and modular cable were exchanged and the pump restarted. The patient did not display any immediate signs that would suggest a cerebrovascular accident. The patient's blood pressure began to stabilize, and clinicians were able to rapidly down-titrate vasopressors and the patient's chest pain and headache immediately resolved. A hospital owned power module was issued to the patient to replace the mobile power unit that was at their home. The patient also reported that each of the esd events occurred when they were getting up for the day and connecting to batteries from the mpu. Mpu was said to be returning for evaluation along with modular cable and system controller. It was said that the patient was on a low flow controller which was replaced with their secondary low flow controller and have since been returned. It appeared that the problem was really with the driveline to the clinician, but both were exchanged to be "safe".

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable (lot: 10564609) did not confirm any device-related issues which would have contributed to a functional issue. The modular cable was returned in like-new condition. No signs of damage were observed. Additionally, the controller and inline connector pins appeared unremarkable. The modular cable was tested to evaluate the integrity of its wires. The modular cable passed testing without issue. The returned system controller, modular cable, were connected to a mock circulatory loop and the pump was able to function as intended without issue. No issues were found with the modular cable. The submitted and downloaded log files were reviewed and did not indicate an issue with the modular cable. The reported event could not be correlated with an issue to the mpu. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 patient handbook rev a, under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev d, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both documents, referenced above caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.